Event description:
Purchased intimina lily cup menstrual period collection device. (I bought the correct fit and have used intravaginal birth control devices prior so I am familiar with use of intravaginal devices). This cup created so much suction / vacuum on the cervix that I was unable to remove on my own. I have tried valsalva maneuvers and squatting to try to get it out but ended up having a physician remove it using a speculum and ring forceps, very painful. No longer have the product the dr threw it in the biohazard. FDA safety report ID# (B)(4).